Event description:
The customer reported that the n65 pulse oximeter display was missing segments in the first digit of saturation of peripheral oxygen (spo2) value. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The user interface (ui) printed circuit board (pcb) was replaced. (B)(4).